Event description:
It was reported that the lead may have dislodged. It was also reported that the lead was removed and replaced "due to perforation in the pericardium". No further patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. (B)(4).